Event description:
While using the perclose¿ prostyle¿ suture-mediated closure and repair system, it was noted that a small piece of tissue came out with the suture ¿ located at the right superficial femoral artery. The on-call vascular surgeon was contacted to help repair the artery.